Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) and right ventricular (rv) channels, which was oversensed, and led to pacing inhibition of up to four seconds on the rv lead. The patient also noted heart rates in the 170 to 200 beats per minute (bpm) range. The patient was brought in to their clinic for testing and pocket erosion was noted at that time with the device and leads exposed. A pocket revision was performed, and the patient was given antibiotics. The device remains in service. No additional adverse patient effects were reported.